Event description:
The complainant alleged that during an attempt to defibrillate a pt (age unknown), the device would not charge. The complainant indicated that the clinician was able to obtain another device. Subsequently the pt expired. The complainant indicated that the pt's outcome was not a result of the reported malfunction.